Manufacturer narrative:
The total psa reagent lot number and expiration date were requested, but not provided. The field service engineer determined there was an issue with the sampling position adjustment. The position was re-adjusted to better center the sample tubes. Performance testing was run and passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys total psa on a cobas e 411 analyzer. The sample initially resulted in a total psa value of 0.21 ng/ml. A physician questioned the result because it did not fit the patient's clinical status. The sample was repeated, resulting in a value of 11.25 ng/ml. The repeat value was deemed correct.